Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, which is consistent with preparation. The stent was stationary on the tightly folded balloon between the markers. There was a stretched strut in the first row of proximal struts, confirming the reported damage. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices. Considering the extent of the damage (stretched), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is unknown when the stent damage occurred but it is possible that the damage occurred during handling of the product during preparation for use. Analysis noted the tip was separated at the distal end of the clear gap and was not returned. The material at the separation was stretched and jagged; indicating that the tip encountered resistance or force was applied, and suggests that the separation may be related to tensile overload (material stress/fatigue). Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, and preparation/use of the catheter. Several attempts were made to obtain clarification from the account as to when the tip was separated; however, no further information was available. It is possible the tip was inadvertently handled during packaging, handling and return to abbott vascular for analysis; however this could not be confirmed. A conclusive cause for the reported stent damage and noted tip separation could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for tip and stent damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that as the promus 3.0 x 18 mm stent was being advanced on a 0.014 inch guide wire, it was felt that the promus stent struts had flared and the physician did not want to use it. The next available size 3.0 x 18 mm promus stent was used and the procedure was completed. No additional event or patient information was provided. This is being filed based on the returned product analysis which identified that the tip of the stent delivery system was separated.